Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive functional testing without duplicating the report. The color cable and analog board's shields will be replaced as a precaution. The device will be recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display showed verticle lines and was not legible and was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.